Event description:
Neotech received an email on (B)(4) 2013 informing us of an issue a facility was experiencing with the ram cannula connection. A questionaire was sent to the reporter at the facility and was returned to us on (B)(6) 2013, describing the event as follows: "the 15mm connection on the ram cannula is not properly designed to fit into the ventilation circuits. The connection often becomes loose and disconnects cause a break in the circuit, loss of pressure and oxygen to the pt, resulting in a desaturation event". The treatment given relative to the complaint was described as, "hyper-oxygenation to help infant recover". Pt was in stable condition at the time of discharge.

Manufacturer narrative:
The suspected device has not yet been returned to the MFR for eval. A request for the return of the suspected device will be submitted to the facility, as well as a request for add'l info. A f/u report will be submitted as soon as this info becomes available.